Manufacturer narrative:
The device could not be found intraoperatively and could possibly be malpositioned. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Stent malposition is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
The surgeon reported that the stent came loose in the trabecular meshwork and was not able to be found intraoperatively. A backup stent was successfully implanted. There was no injury to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Submitted to FDA on 05/10/2017.

Event description:
Clinical follow-up was requested and on 05/09/2017, the surgeon provided the following additional event details. A wash out was performed by the surgeon at the time of the original operation. The surgeon has been unable to visualize the stent with gonioscopy or ubm. There has been no adverse impact to the patient as a result of the event. The patient is reportedly doing well and the event was reported to be resolved.